Event description:
The tip loader on the centaur was serviced by a bayer service engineer. The part serviced was independent of the sampling system on the analyzer. Technologist reported several elevated troponin-I results resulting in pt admissions and treatment. Upon the technologist trying to verify the instrument performance by running controls, a tubing was noticed to be disconnected on the instrument. The bayer technical hotline was immediately contacted. No error codes appeared on the instrument to notify the techs of the problem. The tubing was reconnected and the controls were run to verify instrument performance. All pt results from the time service was completed were rerun and corrected reports were made. Pt caregivers were notified and documented.